Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient was advised to close background applications, forget paired devices in bluetooth settings except for the dexcomxt, and remove files to free up memory. No additional patient or event information is available.